Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture; baker grade I-ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 425cc mentor memorygel breast implants on both sides and experienced breast implant rupture on her right side during bilateral replacement surgery with catalog number 3505504bc; serial number (B)(4) on the left side and with catalog number 3505504bc; serial number (B)(4) on the right side on (B)(6) 2020. On (B)(4) 2020, mentor became aware that patient also experienced right side capsular contracture; baker grade ii-iii, and left side capsular contracture; baker grade I-ii. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 4, 2020, mentor became aware that lot number were inadvertently switched under previous submission manufacturer report number 1645337-2020-08889; initial report. The correct lot number for the left side device is 6558591, and has been updated under field d4 on this form. Date of implant (doi) was provided as (B)(6) 2012. Manufacturing date of lot 6558591 (left device) per manufacturing record evaluation completion is 3/6/2012. Hence, date of implant has been updated from (B)(6) 2012 to (B)(6) 2012 on this form under field d6. If additional information is received, file will be updated and supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 5, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).